Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself and the display went blank during a patient event. The customer advised that their device powered off three times during the event and the display went blank twice during the event. The customer was able to power the device back on. This issue is patient related; however the customer advised that there was no adverse outcome to the patient. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.

Event description:
The customer contacted physio-control to report that their device powered off by itself and the display went blank during a patient event. The customer advised that their device powered off three times during the event and the display went blank twice during the event. The customer was able to power the device back on. This issue is patient related; however the customer advised that there was no adverse outcome to the patient. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to verify that their device experienced multiple inappropriate losses of power. Physio replaced the battery contact assembly and the battery pins in the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed battery contact assembly and the battery pins. Physio determined that the cause of the reported issue was due to worn plating on the battery contact assembly and the battery pins.